Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the error 1 message appeared at 9:30am on (B)(6) 2015. The patient manages her diabetes with insulin. She reported that as a result of obtaining the alleged error message, she continued with her usual diabetes management routine and at 5:00pm on (B)(6) 2015, she administered 11-15 units of humalog insulin. She denied that she developed any symptoms as a result of the alleged issue. No medical intervention was specified. During troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.